Event description:
A 72-year-old male with a history of cardiomyopathy underwent implantation of a heartmate 3 left ventricular assist device (lvad). Following the procedure, the patient developed acute right-sided cardiogenic shock, prompting placement of an impella rp flex for temporary right-sided mechanical circulatory support. Following insertion, impella rp flex flows were stable, and the patient remained hemodynamically stable. Several hours later, thrombus was visualized on the heartmate 3 inflow cannula. Based on this finding, the surgical team re-opened the sternum and performed a surgical replacement of the heartmate 3 lvad. The patient received blood products during and after the procedure. During impella rp flex support, the automated impella console (aic) suddenly stopped displaying pulmonary artery pressure, and the displayed impella flow dropped to 0.0 l/min, despite motor current remaining unchanged. The critical care physician contacted abiomed and was informed that the findings were consistent with a malfunction of the differential pressure (dp) sensor. Abiomed provided estimated pump flows for each p-level. The heart team used alternative hemodynamic monitoring methods, and the patient remained hemodynamically stable throughout this period. No interruption in mechanical support was reported

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.